Event description:
A part of the ventilator's exhalation valve assembly loosened, causing unstable baseline pressure and inadequate sensing of pt's breating effort. Exhalation valve assembly was repaired by hosp's tech. Same type of failure has been observed in other ventilators at this hosp. Part of normal set-up procedure for ventilator, ie installation of exhalation valve diaphragm, requires a modest force in a direction that tends to loosen another component of the exhalation valve assembly and may eventually allow this problem to occur again.